Manufacturer narrative:
The specific rpn and lot number of this device was not provided. (B)(4) was used for logging purposes. The actual rpn or lot number of the evolution fully covered device involved in this complaint was not provided. As the prn or lot number were not provided; therefore it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. The complaint information provided in relation to this complaint indicated after stent placement the pt developed a stricture just above the stent and subsequently had difficulty swallowing. This full covered stent was placed inside the partially covered stent to try and push tissue in-growth out so both stents could be removed. As the actual use conditions cannot be replicated in the laboratory, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. It could not be confirmed that the pt developed a stricture due to the stent placement. The instruction for use that accompanies this device, ifu0061-4, contains the following potential complication: "additional complications include, but are not limited to: tumor ingrowth or overgrowth...". Ifu0061-4, also includes the following precaution: "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damge to esophageal mucosa". This device was used off-label as the stent is a permanent implant and should not be removed. The component involved in this complaint is the esophageal stent. Prior to distribution all evolution esophageal devices are subjected to visual inspection and functional checks to ensure device integrity. The manufacturing records for the device involved in this complaint could not be reviewed as the rpn and lot number was not provided. Asd per the instructions for use that accompanies this device, ifu0061-4: "the device is intended for palliative treatment only. Alternate methods of therapy should be investigated prior to placement". "Long-term patency of this device has not been established. Periodic evaluation is advised". The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
After stent placement the patient developed a stricture just above the stent and subsequently had difficulty swallowing. This fully covered stent was placed inside the partially covered stent to try and push tissue in-growth out so both stents could be removed. A section of the device did not remain inside the pt's body. An additional procedure was required to remove the stent. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.